Manufacturer narrative:
Sections with additional information as of 22-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she did not have diabetic symptoms at the time of call. Customers condition has improved. Medical intervention was undisclosed. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she went to the hospital due to fatigue related to diabetes. Customer did not disclose if she was still experiencing symptoms. Customer hung up and did not disclose any further details.

Event description:
Consumer reported complaint for meter not turning on with strip inserted accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue. Medical attention is reported as a result. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.